Manufacturer narrative:
H.6. Investigation summary: DHR, quality notification and maintenance analysis were reviewed and no occurrences potentially related to the defect was observed. Evaluating the available images it was possible to observe visible silicone. For the reported defect it can be stated that this is a failure in the syringe assembly machine siliconization system. The defect identified from this complaint will be monitored for trend assessment.

Event description:
It was reported that prior to use foreign matter was found in the barrel with a bd syringe plastipak 3ml. The following information was provided by the initial reporter, translated from portuguese to english: transparent liquid was noted inside the syringe body after removal from the blister. Lubrication excess.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was found in the barrel with a bd syringe plastipak 3ml. The following information was provided by the initial reporter, translated from (B)(6) to english: transparent liquid was noted inside the syringe body after removal from the blister. Lubrication excess.